Event description:
It was reported that this pacemaker showed atrial pacing (ap) with a ventricular sensed event (vs) in the blanking period, then a ventricular paced (vp) occurs shortly after. A holter monitor showed the patient has frequent premature ventricular contractions (pvcs) and pacing at the end of the t-wave has been observed. There have been no ventricular arrhythmias recorded. It was also reported that the pacing impedance measurements on the right ventricular (rv) lead have been high, out-of-range at greater than 2500 ohms. Rv pacing thresholds were high and the output on the rv lead was set to 7v at 1ms. The physician did not want to replace the device or lead yet. The patient paces only 26% in the rv and is not completely pacemaker dependent. The pacemaker is programmed with a lower rate limit (lrl) of 80 bpm to suppress the pvcs. The facility was seeking programming options to optimize therapy. It was noted the patient has had one episode of syncope. Technical services reviewed the available data and noted some of the observations were likely related to the compromised nature of the rv lead, and some observed undersensing was caused by the big/small phenomenon where some r-wave amplitudes were below the sensing floor. Technical services agreed that programming the lrl to 70 bpm could help reduce the risk of these r on t episodes. Technical services recommended bringing the patient into the clinic for troubleshooting both the right atrial (ra) and rv leads with patient movements, isometrics, and pocket manipulation, to see if noise and jumps in impedance can pe provoked, and performing x-rays to evaluate lead body integrity. No additional adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.